Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced elevated blood glucose while on insulin pump therapy associated with an inaccurate delivery pump issue. The reporter did not provide blood glucose levels associated with the event. The reporter stated the patient had discontinued insulin pump therapy and was managing their blood glucose levels with insulin injections. The reporter declined to participate in troubleshooting the insulin pump with animas customer support and declined to provide any further information regarding the event. No adverse event is being reported because the reporter declined to provide sufficient information to determine if an adverse event had occurred. This complaint is being reported because the reporter alleged an undefined delivery issue with the insulin pump. If further information becomes available, a supplemental report will be submitted accordingly